Manufacturer narrative:
(B)(6). Brand name: tigerpaw pro left atrial appendage closure device 45mm" the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use of the tigerpaw pro (tpp), it was determined that an adverse effect was possibly caused by the device. A small tear in the posterior, middle, ostium/stump was observed following implantation. The physician reported that the tear had occurred during implantation and was able to address the tear with folded left atrial appendage (laa) and pledgeted suture. It was confirmed that there was no bleeding following the procedure or adverse patient outcomes. The physician noted that patient vitals, in particular high pulmonary artery (pa) pressures, have shown to make challenging outcomes with laa ligation.

Event description:
It was reported that during use of the tigerpaw pro (tpp), it was determined that an adverse effect was possibly caused by the device. A small tear in the posterior, middle, ostium/stump was observed following implantation. The physician reported that the tear had occurred during implantation and was able to address the tear with folded left atrial appendage (laa) and pledgeted suture. It was confirmed that there was no bleeding following the procedure or adverse patient outcomes. The physician noted that patient vitals, in particular high pulmonary artery (pa) pressures, have shown to make challenging outcomes with laa ligation.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(6). H3 other text : device not returned.